Event description:
Related to MFR report # 2183959-2012-01994. It was reported by the plaintiff's attorney that one or about (B)(6) 2006, the plaintiff was implanted with a sparc sling system "for recurrent pelvic organ prolapse and stress urinary incontinence". It was also reported that a surgery occurred in (B)(6) 2011 to "excise fibrotic tissue around her mesh and some of the mesh itself". It was alleged that the plaintiff "suffered recurrent stress urinary incontinence, pain when sitting, and pain during sexual relations", has "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.